Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (122ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient felt the temperature of the controller inside the waist pack was hot to the touch. The patient measured the controller temperature and reported that the controller surface was 62 degrees celsius. The patient was last reported to be returning to the hospital to have the controller exchanged. Investigation is ongoing

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a surface temperature of 50.1oc. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a defective mosfet on the controller's power switching board. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.